Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.